Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The customer found that the lyse delivery line for the white blood cell (wbc) bath was clogged. The fse cleared the tubing, which repaired the erroneous results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported low hemoglobin (hgb) results on the coulter lh 750 hematology analyzer for two patient samples compared to another run on the same instrument and on another lh750 instrument. Printouts received indicated that two patient samples drawn on (B)(6) 2015 recovered low hgb, mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) results without suspect messaging compared to a rerun on the same analyzer and a rerun on a different lh750. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.